Event description:
Procedure: cystoscopy with left ureteroscopy and laser lithotripsy with stent placement. Surgeon advanced a 200 micron laser fiber through the flexible ureteroscope and a mid-pole stone was fragmented without issue. Patient also had a lower-pole stone. Due to steep angulation, a part of the stone was able to be lasered; however, the torque on the ureteroscope was severe enough to fracture the laser fiber within the scope. Attempts to remove everything intact were unsuccessful and the distal fiber remained in situ. After several attempts, the distal tip was grasped with a dakota basket and it was removed intact. No complications or injury to patient. A 75 y/o with left pelvic kidney with large 6 cm cyst causing medial displacement and an 11mm lower pole stone as well as additional fragments in the mid-pole. Patient had prior stone episodes. 'For tec,' (B)(6) us.